Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after an interventional procedure using a proglide device. Reportedly, during knot advancement the suture broke. Another proglide was used successfully to achieve hemostasis. There were no adverse patient effects. The physician is trained in the use of the proglide. The device was deployed using a 6fr sheath. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A suture break can be influenced by many factors, including, but not limited to: manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To help ensure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot number was not identified; therefore, the lot history record was not reviewed and a query of the complaint-handling database was not performed. Based on the information available and the manufacturing inspection criteria, there does not appear to be any indication of a product quality deficiency.